Manufacturer narrative:
The investigation concluded that waste fluid that likely contained patient sample splashed into the eyes, nose and mouth of an operator while removing the liquid waste tubing from the liquid waste cap from the microwell subsystem of a vitros 5600 integrated system. The assignable cause of this event is user error, as the operator did not use proper personal protective equipment (safety glasses or face shield) while removing the liquid waste tubing. Under the maintenance procedure of the on-board user documentation (vdocs), it warns that the waste container will contain trace amounts of sample fluid. Handle waste as biohazardous material. Remove waste according to instructions and accepted laboratory procedures. The investigation concluded that the incident involved exposure to mucosal tissue with the waste fluid. Therefore, the potential for a blood borne pathogen infection due to the event cannot be ruled out. The operator visited a physician and was tested for multiple infectious diseases. No testing results were provided, however, the operator had no adverse reactions or symptoms as a result of the event and none have been reported to ortho. The operator was prescribed post-exposure medications for ten days and scheduled for a follow up visit in one year. Based on a previous consultation with the ortho medical safety officer, this event is considered a potential serious injury.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report that an operator was splashed in the face with fluid while removing the liquid waste tubing from the liquid waste cap from the microwell subsystem of a vitros 5600 integrated system. A splash of clinical laboratory medical waste to the eyes (nose, mouth) of a health care worker is considered as blood borne pathogen exposure to skin and mucosa. Due to the unknown pathogen contents and pathogen concentrations in the waste, the potential of infection due to exposure cannot be ruled out; however, the probability of infection should be low. The operator had no adverse reactions or symptoms as a result of the event, and none have been reported to ortho. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 614841.